Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18658, 18660. It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge his ipg. The sjm rep met with the pt and confirmed the issue. The pt indicated he last charged his ipg 6-7 months ago. It was also reported when the pt did have stimulation, he experienced positional stimulation. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.